Event description:
It was reported that during a surgical procedure, 2 blades blade broke at the mount. It was also reported that an x-ray was performed to locate the broken pieces, the broken pieces were not found. It was further reported that no foreign objects found in the pt and a third blade was used to complete the procedure.

Manufacturer narrative:
The 2 blades subject to this investigation were not returned to the MFR for eval, if the product is received, an eval will be performed and a f/u MDR will be submitted.